Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5172607.

Event description:
It was reported that the patients leads had migrated and was not getting stimulation in the correct areas. The patient underwent a revision procedure. The patient had fully recovered and was getting great coverage postoperatively.